Event description:
It was reported that the implant was working fine and then all of the sudden, starting a couple of days ago, the patient had to go to the bathroom every 30 minutes and get up 5 to 6 times per night. The patient tried to use their patient programmer today and got the poor communication screen with and without the antenna. The programmer would not interrogate. Analysis resoldered the programmer antenna jack for preventative maintenance. No outcome or interventions were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v510428, implanted: (B)(6) 2010, product type: lead. (B)(4).